Event description:
Reporter indicated that the pt has been diagnosed with vocal cord paralysis. Additionally, it was mentioned that the, "pt has only been implanted for two weeks." Further investigation with the follow up physician revealed that the vns device has been programmed "off" and the pt continues to have seizures. Good faith attempts are being made to obtain programming/diagnostic history, relationship of the event to vns and the plan of care for the pt.